Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant. Per the op report, the 21 mm valve was seated and the patient was weaned from bypass. There was a small 1+ jet near the base of the leaflet main where the residual calcium was, the surgeon did not think this would be acceptable. The cross clamp was reapplied after bypass was reestablished. The previously-placed (subject)valve was carefully removed. More of the calcified plaque was removed from the base of the aorta. The annulus was again ringed with pledgeted sutures this time without any calcium in that area and was careful to avoid any compromise of the left main. A new 21 mm edwards valve was seated. The patient was weaned from bypass. At this time there was no perivalvular leak. The patient was transferred to the ICU in satisfactory condition.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, the op report indicates that more of the calcified plaque needed to be removed from the base of the aorta. The annulus was again ringed with pledgeted sutures this time without any calcium in that area and was careful to avoid any compromise of the left main. This may have contributed to the reported leak. Explant at implants are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy and not a malfunction of the device. No further actions are possible with the available information.